Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of catheter detachment.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during jinro replacement. Reportedly, post procedure, the catheter part came off, and no external force was applied. Additionally, it was noted that there was a problem with the adhesion. The procedure was completed with this device with no patient complications.